Event description:
A (B)(6) heart transplant recipient on (B)(6) 2011 had an intra-aortic balloon rupture as indicated by dry blood in the pneumatic drive line on (B)(6) 2011. The physician attempted to remove the balloon at the bedside but was unsuccessful and pt had to undergo left femoral exploration on (B)(6) 2011 to remove fragments from the balloon. Diagnosis or reason for use: myocardial dysfunction or tamponade.